Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship however the cause of her hypotension and electrolyte imbalance was not known and stated to possibly be due to a renal abnormality related to her underlying condition.

Event description:
Two days after her third prosorba treatment, the patient developed retrosternal chest pain. She had angiogram and a stent was placed in the rivp (right posterior descending coronary artery). She had a histroy of high cholesterol, hypertension and chest pain which improved with nitroglycerin. Prior to 2004 she had a diagnosis of posterior myocardial infarction and she had a stent place in the right coronary artery in 2004. This adverse event occurred in another country and we have been unable to obtain the lot number of the prosorba column used in the last treatment.